Event description:
It was reported that during a lap chole procedure, the device fired twice and then would not fire. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 4/30/08. Bypass clips. Eval summary: the analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled, fed and formed 2 clips conforming, 1 clip with gap and 2 malformed clips due to bypass issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.